Event description:
The customer reported to olympus the endoeye flex deflectable videoscope was not producing an image. The issue was found during inspection for use prior to a procedure which was completed with a similar device. There were no reports of patient harm or impact.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the charged coupled device was damaged, the electrical contact of the video connector was shaved, the adhesive on the protective coating of the bending portion of the device was chipped, scratches were found on the control unit, the grip, the up/down plate, the right/left plate, the angulation lever, the right/left lever, the switch 1, the light guide connector, the light guide cover glass, the video connector case, and the video connector, the bending tube had a dent, and the bending section was unable to be fixed firmly in one position. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.